Event description:
At about 9 months from the primary, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the liner. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 29 september 2023 lot 2002494: (B)(4) .items manufactured and released on 14-jul-2020. Expiration date: 2025-07-02. No anomalies found related to the problem. To date, (B)(4) .items of the same lot have been sold with no similar reported event during the period of review.